Event description:
A report was received that a pt had pain in her back following surgery. The physician administered a lidocaine shot in the pt's back. The pt felt pain every time she moved or turned her head, and shot all the way up to her neck. The physician pulled the pt's lead and is reportedly doing well after lead removal.